Event description:
Caller reported receiving a cgm error, specifically error 42. Blood glucose level reported was within normal range, indicating no adverse impact. Caller was guided through a complete pump reset by technical support, which resolved the issue, allowing the caller to successfully start a new sensor session.